Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 175cc mentor smooth round moderate profile saline breast implant experienced left-sided implant deflation postoperatively, confirmed by a physician. As a result, the patient underwent explantation and replacement with mentor memorygel breast implants, catalog # 3502501bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020.